Event description:
It was reported that the patient presented in clinic experiencing pain at the insertion site. The implanted cardiac monitor was explanted. No additional information was reported.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.